Manufacturer narrative:
Three (3) samples were received for evaluation. The samples were returned dry, unused, in open pouches, and with original caps attached to the connectors. A visual inspection with the naked eye noted one (1) cassette with an incomplete weld and two (2) damaged molded cassette. The cause of the conditions were related to the welding and molding processes during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of three (3) returned homechoice automated pd set with cassettes, damage was found; one (1) cassette had an incomplete weld and there were (2) damaged molded cassettes. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.